Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is available.

Event description:
On (B)(6) 2011, a customer reported receiving an unspecified error message on his freestyle freedom lite meter. As a result of not being able to test, the customer reported symptoms of high blood sugar lasting "all day and all night", beginning seven or eight days earlier on an unspecified date. The customer further reported experiencing a loss of consciousness (date not specified). The customer self-presented to his physician, and was diagnosed with hyperglycemia. The customer stated that his doctor performed "blood work", but no other treatment was provided. The customer reported self-treatment with a meal and "vitamins". There was no report of death or permanent injury associated with this event.